Event description:
A pt who received osigraft (op-1 implant) for an unk indication experienced pain at the implant site. No other info was provided. Despite the current nonserious status of this case, it was decided to submit it in an expedited manner. Add'l info has been requested.